Event description:
Additional information received reported that the physician stated that due to the tortuosity he was unable to land the cuff to his advantage.

Manufacturer narrative:
Concomitant medical products: (B)(4), v06294046; (B)(4), v06263068. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT a proximal type I endoleak was identified. The physician elected to implant two endurant cuffs and implanted aptus endoanchors as the original bifurcation was 28mm and did not oppose in the neck that measured 24mm. However, the proximal type I endoleak did not resolve. Per the physician, the cause of the event was due to the dilation of the patient's aortic neck. No additional sequleae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.